Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The distal 1/3 of the anchor is fractured away below the proximal end of the suture window and was returned off the device with the suture strings in place. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states that one undated photo of the device was provided for review and confirms the reported breakage. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the front end of the twinfix ultra peek anchor fractured, the broken pieces were removed by suction. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.